Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead implanted: (B)(6) 2007, addr01 implantable pulse generator (ipg) implanted: (B)(6) 2007, 4068-58 implantable pacing lead implanted: (B)(6) 1996. (B)(4).

Event description:
Infection was reported. The lead was removed and replaced. No further patient complications have been reported as a result of this event.